Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that the mini vision was placed into lesion at which time it was realized that there was no stent on the balloon. The stent was found in the package. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood visible on the balloon, and fluid visible in the guide wire lumen. The balloon had loose folds. There was a kink in the inner member 7.5mm proximal to the proximal seal. There were crimp marks on the balloon where the stent had been between the markers. The stent was returned on the stylet with the protective sheath. The stent was smashed and twisted. The outer diameter of the stent was not measured because of the damage. The inner diameter of the flared end of the sheath was measured using a pin gauge and was within specification. No other damage was noted. Product performance engineering reviewed the incident information and analysis of the returned device. Analysis confirmed that the stent had dislodged and was returned crushed and twisted. Crimp marks were present on the balloon, suggesting the stent was properly positioned at the time of manufacture and the inner diameter of the protective sheath met manufacturing criteria. The stent outer diameter dimension could not be measured because of the severe damage to the returned stent. However, stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. The only other damage to the returned device was a kink in the inner member. Since there was no mention of this damage in the incident, it likely occurred as a result of handling the device during packing/shipping back to abbott for evaluation. Product performance engineering will trend and monitor the incident circumstances. Although a conclusive root cause cannot be determined for the stent dislodgement, due to the extensive damage to the returned stent, it is unlikely that the damage and dislodgement were a result of a manufacturing issue. It is possible that the stent became damaged and dislodged as a result of mishandling during removal from the packaging or during preparation for use. The profile dimensions on all catheters are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage, placement, and security. Also, it should be noted that IFU recommends inspecting the stent after sheath removal and prior to use in order to avoid use of the device without a properly mounted stent. This MDR is considered closed by the quality assurance department.